Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with injection fortum (1 gram once a day, route not reported) and intraperitoneal injection vancomycin (1 gram every fourth day). At the time of this report, the patient outcome was unknown and antibiotic therapy was ongoing. Dianeal therapies were ongoing. No additional information was available at the time of this report.